Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1821336) on 26-dec-2018. The most recent information was received on 22-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('abundant periods') and device breakage ('implant broke during removal') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: all the clinical tests are good. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tinnitus ("tinnitus"), anxiety ("anxiety attacks"), muscle injury ("muscular disorders"), fatigue ("severe fatigue ; general exhaustion / asthenia"), headache ("headaches"), breast cyst ("breast cysts") and palpitations ("palpitations") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("implant broke during removal"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced migraine ("migraines"), thyroid disorder ("thyroid disorders nos"), tendonitis ("recurrent tendinitis"), asthma ("asthma"), vertigo ("vertigo") and skin exfoliation ("pieces of skin coming off"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). At the time of the report, the menorrhagia, complication of device removal, anxiety, muscle injury, headache, breast cyst and weight increased outcome was unknown and the device breakage, tinnitus, fatigue, palpitations, migraine, thyroid disorder, tendonitis, asthma, vertigo and skin exfoliation had not resolved. The reporter provided no causality assessment for anxiety, asthma, breast cyst, complication of device removal, device breakage, fatigue, headache, menorrhagia, migraine, muscle injury, palpitations, skin exfoliation, tendonitis, thyroid disorder, tinnitus, vertigo and weight increased with essure. The reporter commented: she will return for an operation to have this remaining fragment removed diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Abdominal x-ray - on (B)(6) 2019: essure fragment still remains. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-dec-2018. The most recent information was received on 08-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('abundant periods') and device breakage ('implant broke during removal') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: all the clinical tests are good. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tinnitus ("tinnitus"), anxiety ("anxiety attacks"), muscle injury ("muscular disorders"), fatigue ("severe fatigue ; general exhaustion / asthenia"), headache ("headaches"), breast cyst ("breast cysts") and palpitations ("palpitations") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("implant broke during removal"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced migraine ("migraines"), thyroid disorder ("thyroid disorders nos"), tendonitis ("recurrent tendinitis"), asthma ("asthma"), vertigo ("vertigo") and skin exfoliation ("pieces of skin coming off"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). At the time of the report, the menorrhagia, complication of device removal, anxiety, muscle injury, headache, breast cyst and weight increased outcome was unknown and the device breakage, tinnitus, fatigue, palpitations, migraine, thyroid disorder, tendonitis, asthma, vertigo and skin exfoliation had not resolved. The reporter provided no causality assessment for anxiety, asthma, breast cyst, complication of device removal, device breakage, fatigue, headache, menorrhagia, migraine, muscle injury, palpitations, skin exfoliation, tendonitis, thyroid disorder, tinnitus, vertigo and weight increased with essure. The reporter commented: she will return for an operation to have this remaining fragment removed diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Abdominal x-ray - on (B)(6) 2019: essure fragment still remains. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure was removed on (B)(6) 2019 via bilateral salpingectomy. The gynaecologist who performed the procedure pulled on the implant and it broke. Plain abdominal radiography 1 week after removal showed essure fragment still remains. The gynaecologist told her it is not 1 fragment, just 1 remnant of essure deposits. New events complication of device removal, device breakage, migraines, thyroid disorders, recurrent tendinitis, asthma, vertigo, pieces of skin coming off added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abundant periods") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced menorrhagia (seriousness criterion medically significant), tinnitus ("tinnitus"), anxiety ("anxiety attacks"), muscle injury ("muscular disorders"), fatigue ("severe fatigue ; general exhaustion"), headache ("headaches"), breast cyst ("breast cysts") and palpitations ("palpitations") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, tinnitus, anxiety, muscle injury, fatigue, headache, breast cyst, weight increased and palpitations outcome was unknown. The reporter provided no causality assessment for anxiety, breast cyst, fatigue, headache, menorrhagia, muscle injury, palpitations, tinnitus and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.